Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe s2 5ml 22ga 1-1/4in bd china leaked during use. The following was reported by the initial reporter: "the patient went into our hospital, and a hypo was used for venous blood drawing. During using, it leaked air and could not be used. Then the treatment continued immediately after a new syringe was replaced. Adr# (B)(4).

Event description:
It was reported that a syringe s2 5ml 22ga 1-1/4in bd china leaked during use. The following was reported by the initial reporter: "the patient went into our hospital, and a hypo was used for venous blood drawing. During using, it leaked air and could not be used. Then the treatment continued immediately after a new syringe was replaced. Adr# (B)(4)".

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1904151. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Through inspection of the retained samples, no defects were identified.